Manufacturer narrative:
The insulin pump was received with cracked and bleeding lcd glass. Functional testing could not be performed due to the lcd damage. The following cosmetic damage was also noted: minor scratched lcd window, cracked/pushed in lcd window, cracked case at display window corner, cracked battery tube threads, cracked reservoir tube lip, stained address/serial number label and stained end cap sticker.

Event description:
The customer reported via phone call that their insulin pump was dropped and no longer working. Customer stated the screen was cracked and there was a spot of ink on it. Customer mentioned they were unable to read the screen. The customer¿s blood glucose level was 300+ mg/dl at the time of the incident and treated with bolus. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump was returned for analysis.